Manufacturer narrative:
The user reported that the cgm displayed results that differed from glucometer measurements.the case was escalated to the next level of support, and the escalation response was provided.based on data review, the system showed a period of instability but has since demonstrated improvement, with better agreement between bg and sg values. The user acknowledged this information and was advised to continue using the system, performing calibrations as requested, and to contact support with any further concerns. Dms review indicates ongoing system use with information up to date.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.